Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was sent a replacement battery cap for her pump, but is still having issues. Customer stated that the pump is showing a battery out limit error. Call was transferred for assistance. No additional information provided.